Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is not possible to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Previous tests have shown identical stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision; however, fragmentation of the bag has not been observed during testing. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. All units are 100% inspected and tested during the manufacturing process. A review of the component receiving inspection reports and the manufacturing records indicated the units met all quality and manufacturing requirements. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- our 10mm specimen bag ruptured near the distal end as dr (B)(6) attempted to remove the patient's gallbladder through a defect created by a 12mm trocar. He used forceps to increase the size of the defect in order to help ease the gallbladder out."